Manufacturer narrative:
Date of event is estimated. Concomitant medical products and therapy dates: medical product: scs ipg, therapy date: unknown.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Reportedly, patient had suffered multiple falls last year and the issue started approximately in (B)(6) 2022. X-ray showed no abnormality. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned penta lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. The physician suspected a fracture in the lead. Reportedly, therapy was confirmed post op.